Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set bent cannula event on (B)(6) 2026. Due to the event, patient experienced high blood glucose level measuring 318 mg/dl that was treated by insulin pump. The length of time infusion set has been in use for one day.